Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03636. (B)(4) study. It was reported that in-stent restenosis occurred. In (B)(6) 2010, the patient had a positive troponin and was diagnosed with non st elevation myocardial infarction (nstemi, killip classification: I) and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de-novo lesion, located in the first right postero-lateral (rpl) branch with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus® liberté® stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was a de-novo located in the right posterior descending artery (r-pda) with 98% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus® liberté® atom¿ stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #3 was a de-novo lesion, located in the mid right coronary artery (rca) extending up to distal rca with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.8 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus® liberté® stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was noted to have restenosis of the r-pda and 1st rpl. Cardiac catheterization was recommended. At the time of event, the subject was taking aspirin. The study drug per protocol and the other anti-platelet medication were last taken on (B)(6) 2013. Coronary angiography revealed critical in-stent restenosis of r-pda and 1st rpl. The 99% in-stent restenosis of the study stent in r-pda was treated with kissing balloon angioplasty, with 5% residual stenosis. In addition, the 99% in-stent restenosis of study stent in 1st rpl was treated with kissing balloon angioplasty, with 5% residual stenosis. One day post procedure, the event was considered to be resolved without residual effects.